Manufacturer narrative:
Analysis of the lead model 3093-28, lot # va1gf35 showed the insulation was broken under the connector at the proximal end. Electrical testing showed the continuity was complete and no electrical shorts were identified between circuits. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1gf35, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an advanced evaluation external neurostimulator (ens). Rep said the sheath detached at the proximal end of the lead while testing lead placement. The environmental/external/patient factors that may have led or contributed to the issue are unknown, but the issue occurred during lead placement. As a result of the event, the lead was disregarded and a new lead was used. The issue was resolved at the time of the report. The lead has been returned to the device manufacturing company. No patient symptoms and no further complications have been reported as a result of this event.